Manufacturer narrative:
Device evaluation is not necessary as the infection is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that a patient developed an infection at the pocket site after a revision for high lead impedance, which was reported under mfg report # 1644487-2019-01581 and thus had their lead and generator explanted to prevent the spread of infection. Device history records were reviewed for the generator and the device passed all functional specifications and quality tests and were sterilized prior to distribution. No additional relevant information has been received.

Event description:
It was reported that indicated the patient could not be implanted in the left chest due a mrsa infection seen there. The issue has not been resolved, the type of infection was identified. No other relevant information has been received to date.